Manufacturer narrative:
Device expiration date: unknown. PMA/510(k)#: without knowing either the manufacturer or lot # for this device, the PMA/510(k)#: could be either k980987 or k151766. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the syringe 3 ml ll 200 s/c experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: material no. 309657, batch no. Unknown . During the administration phase, the medication splashed out into the employees face thru a crack on the syringe. There were no issues with the syringe while drawing up the medication. The lot number, product for evaluation or packaging are not available since it was disposed of.